Event description:
During preparation for stone retrieval procedure, the physician found a basket wire had broken away from the tip of the basket. Another basket was used to successfully complete procdure and there were no reported pt complications. This device is currently being evaluated by this manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number.